Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). Same case as: 2134265-2010-04280. It was reported that post a coronary stenting treatment procedure, the patient underwent a target vessel re-intervention. The target lesion being treated was located in the mid left anterior descending (lad). The 90% restenosed lesion was 2.75mm in diameter and 54mm long. The lesion was treated with predilation and placement of a 2.5x32mm and 2.75x28mm taxus liberte stents. Post dilation was performed. Residual stenosis was 0% with timi 3 flow noted. The patient was discharged 1 day later on aspirin and clopidogrel bisulfate without complications. In (B)(6) 2010, post index procedure, coronary stenosis was confirmed. 14 days later no ischemic symptom was noted. The 90% stenosed lesion located in the distal lad was 2.5mm in diameter and 18mm long. The lesion was treated with placement of a non-bsc stent. Residual stenosis was 0% with timi 3 flow kept through the procedure. The next day the event was resolved and the patient discharged.